Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at (B)(6) and was determined to be acceptable. Analysis of the device is in progress and details of such will be provided in a follow up report.

Event description:
A piece of ptfe .038in stiff bodied fixed core strt guidewire broke off inside the patient. They used a zero tip basket 2.4fx120cm, with lot number 21347725, to retrieve the broken piece. They used a second ptfe coated guidewire to complete the case. No issue reported on the zero tip basket.

Manufacturer narrative:
Added device evaluation and completed evaluation, method and conclusion codes.

Event description:
A piece of ptfe .038in stiff bodied fixed core strt guidewire broke off inside the patient. They used a zero tip basket 2.4fx120cm, with lot number: 21347725, to retrieve the broken piece. They used a second ptfe coated guidewire to complete the case. No issue reported on the zero tip basket.